Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture present.. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data indicated evidence of excessive battery usage illustrated with drastic voltage drop. During a visual inspection of the pump, moisture corrosion is observed in the battery canister. A leak test revealed a battery compartment leak. During testing, the pump ez-prime steps were performed correctly. The sleep current was found to be above specifications. The short battery life issue was duplicated. The pump case was removed and moisture ingress was found to the printed circuit board and to the cgm module. Sleep current returned to specification after unplugging the cgm module from the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.